Manufacturer narrative:
The device had no button error alarm noted. All buttons function properly on the device and no damage noted on keypad traces. The insulin pump passed displacement test, rewind, and basic occlusion test as well as no motor error alarm noted. The device was unable to prime during prime test due to faulty force sensor resistor (gold). Unable to perform the occlusion test and excessive no delivery test on the device due to prime/fill anomaly. The motor passed the motor test. The device had a minor scratched display window, cracked battery tube threads, and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.